Manufacturer narrative:
Continued postal code (e.1): (B)(6).

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade 3 is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3 and rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. The device has been explanted.